Event description:
The customer stated, that the hemoglobin (hgb) control results. Run on the cell-dyn 3200 analyzer, is out of range high. The customer also stated, that the hgb controls fluctuate during the morning versus when run during the afternoon and stated there is a change in temp in the lab throughout the day. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.